Event description:
Procedure: colostomy. According to the report: as reported, there was a possible misfire. There was a large leak noted in anastomosis. Further information regarding repair to the leak or completion of the case could not be reported.

Manufacturer narrative:
Date initial report sent: 11/06/2009.